Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent,out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer replaced the transmitter prior to contacting tandem customer technical support and connection was regained. There was no adverse effect to the customer's blood glucose level.